Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
The patient experienced discomfort and sought medical treatment, the patient indicates that they were diagnosed with a corneal ulcer. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.